Event description:
On 12/16/2021 it was reported by a sales representative via sems that an ar-8973-11 fibulock driver is not picking up screws as expected. This was discovered during a procedure. Case was completed successfully and patient was not affected.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. Two unpackaged ar-8973-11 was received for evaluation. Visual inspection identified no apparent issues with the devices. Inspection of the hexalobe driver tip did not identify stripping. The drivers were tested against an ar-8730-38h, and mating/driving between the devices was successful. No problems were found.